Event description:
It was reported that a peritoneal dialysis (pd) pt was hospitalized for uncontrolled hypotension in (B)(6) 2015. The pt had also experienced dizziness attributed to the hypotension. The pt has since been released and have been able to resume cycler-dependent pd treatment. Medical records have been requested.

Manufacturer narrative:
Based on the available info, it is unk how the cycler may have contributed to the event. A supplemental report will be submitted upon completion of plant's investigation.